Event description:
It was reported that during a da vinci cholecystectomy procedure, customer noted cable was separated on the permanent cautery hook instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, separated cable, if to reoccur could cause or contribute to an adverse event.